Event description:
A talent thoracic stent graft system was implanted in a pt for the endovascular treatment of a descending thoracic aortic aneurysm. It was reported that the first stent graft was successfully deployed. The second device a distal main was deployed and it appeared that one of the stents was misaligned. A third stent graft was deployed to extend further down. It was also noted that there was an unk type of endoleak that will be addressed at a later date. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B)(4). Evaluation results and conclusion: lack of info (unknown cause of misaligned stent graft opening); (endoleak).